Event description:
One of the pieces of equipment used to treat pts in radiation oncology failed during treatment. The pt was having brachytherapy treatment for breast cancer, using a gammamed hdr afterloader and savi applicator. After the first channel was treated, the device failed treatment in the second channel. The dummy source had passed the second channel throughout the entire strut, but the active source wire failed and gave a "source push error". The failure of the source wire to pass through the curvature of the savi strut is what led to the pt being under dosed. (B)(6) medical were notified, and they recommended the strut curvature be decreased. The treatment was attempted again, but second treatment had the same result. The pt was then transferred to another mount carmel hospital and treated on a varisource hdr afterloader without incident. Additional info: dates of use: (B)(6) 2013. Diagnosis or reason for use: breast cancer.